Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician was not satisfied with the general device behavior at elective replacement indicator (eri). The clinician suggested allowing the user to select the pacing mode when device reaches eri rather than having the device always default to vvi 65. No specific patient was involved in this event.